Event description:
It was reported that insulin pump deliveries had stopped. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided.